Event description:
A surgeon reported a pt with overcorrection in both eyes following lasik treatment. Add'l info has been requested. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).